Event description:
3m espe was contacted by a pt who reported a fractured implant. Upon f/u, it was learned that during placement of the subject implant in the mandible (tooth 20) in type 1 bone, the implant fractured. The dentist reports he was using a torque wrench, but did not have available the measured force at the time of fracture. The dentist used a round bur and elevator to remove the remaining portion of the implant. Bone grafting was performed and subsequently another implant had been successfully placed.

Manufacturer narrative:
The fractured implant was not returned to 3m espe for eval. The dentist who was performing this implant placement has not attended a training seminar.